Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with potential high voltage circuit damage. A software re-install was completed to resolve the alert. The patient was discharged.